Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found two battery contacts are compressed and contaminated. Analysis also found the battery release, battery release o-ring, and battery drawer are contaminated. Upper case and lower case broken and contaminated. Lead flex cover has corrosion, keyboard is scratched, encoder flex is damaged, and two bail covers are broken. It is noted silicone is missing from lcd (liquid crystal display)/keyboard/encoder connections. (B)(4).